Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly during test noted. Insulin pump received with cracked battery tube threads and cracked case reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 250 mg/dl. Customer had hyperglycemia and treated with insulin pump. Customer also reported that the cracked at around the battery compartment and near the window on the reservoir compartment. Troubleshooting was performed for damaged and blank display. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.